Event description:
Diagnosis was vaginal prolapse with stress incontinence. The procedure was anterior and posterior repair with avaulta grafts and paravaginal repair, sacrospinous colposuspension, repair of apical enterocele and sphincteroplasty. I had two avaulta grafts one for cystourethrocele and the another one for enterocele and rectocele. Since the operation, I have had numerous doctor visits, along with physical therapy, surgery to remove the avaulta and steroid shots to try to ease the pain. Last year in (B)(6) 2009, I had to go on permanent and total disability, which I had to leave my job after nearly 15 years. I am in constant pain, can no longer have sexual intercourse, cannot sit, stand or walk for longer than 15 minutes at a time. Have been in and out of physical therapy since (B)(6) 2009, now am going to (B)(6) and doing own exercises in warm pool, followed by soaking in hot tub. Dates of use: (B)(6) 2007 -- (B)(6) 2010. Diagnosis or reason for use: chronic pain.